Event description:
It was reported that the patient presented in clinic for a follow-up. Upon device interrogation, it was noted that the right atrial (ra) lead exhibited high capture threshold and noise oversensing resulting in inappropriate mode switch episodes. The ra lead was explanted and replaced on (B)(6) 2025. The patient was in stable condition.